Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. The baton was plugged into a test monitor and the monitor was powered on. No green lines or intermittent images were observed during testing. The cable was wiggled/flexed with no results of failure. All tests were repeated multiple times with no failures; good images appeared on the screen, color rendering was accurate and individual white lines were distinct. The baton has already been replaced. Returned device was scrapped.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, they were getting green lines, out-of-focus, cloudy, and intermittent images. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.